Event description:
A surgeon reported a pt returned to the office following intraocular lens (iol) implant surgery due to "not being able to see well." The surgeon reported the pt had pigmented cells on anterior chamber (close to pupil). This occurred one and half weeks after implant surgery. The pt is stable and improving. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info hs bee requested. (B)(4).